Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for crps and spinal pain. It was reported that the patient felt a shock, similar to a stabbing, near the ins site and they started to feel extreme heat at the ins and their back was hot. Patient reported they now have sensitivity atins site and the ins seems to be cooling off after walking but is still abnormally warm. The health care professional was not with the patient. It was suggested that the patient turn ins off and monitor issue for a few days and then turn ins back on to see if sensation happens again.